Event description:
The customer reported that they were hospitalized for low blood sugar levels for approximately one month. The customer was requestinng a new battery carrier. At the time of the call, the customer declined to troubleshoot and the pump.